Event description:
It was reported that the procedure was to treat the right coronary artery with moderate calcification, mild tortuosity and 80% stenosis. During the procedure when inflating a balloon, it was attempted to take the pressure to 25 bar but the indeflator would only go up to 20 bar. Many attempts were made but the pressure would not increase. The pressure gauge would go down during inflation. The issue occurred with a second indeflator. The devices were connected directly to the balloon. A non-abbot indeflator was used to complete the procedure. There were no reported adverse patient effects and there was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. The additional device referenced in b5 is filed under separate medwatch report number.

Manufacturer narrative:
The device was returned for analysis. The reported leak was unable to be confirmed due to the condition of the returned device. Device history record (DHR) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot level product quality issue. It is possible that the connection port was not fully connected/tightened and/or the device being connected was compromised thus resulting in the reported leak difficulties; however, this cannot be confirmed. Additionally, it is possible that manipulation of the device resulted in the noted device damages (broken male and female nuts) contributing to the reported difficulties; however, this cannot be confirmed. The investigation was unable to determine a conclusive cause for the reported/noted difficulties. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # added. Corrections: d1 - brand name updated. D2a - common device name updated. D3 - name updated. D3 - address, city, postal code updated.